Event description:
Leakage from two sites of implanted port catheter resulting in apparent extravasation of chemotherapy agent into right shoulder area. Sequence of events: on 8/16/96 port was implanted. Adriamycin infusion initiated 8/17/96. On 8/21/96 indications of apparent extravasation were evidenced by erythema and necrosis of the overlying skin. Chemotherapy was subsequently discontinued and affected area improved. Radiology contrast study completed on 9/9/96 indicated leakage at two sites. Surgical procedure to remove the port catheter was completed 9/10/96.